Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing episodes were observed on a stored egm during a routine follow-up in clinic. Programming changes were made and further testing was recommended. The asymptomatic patient will continue to be followed-up normally.